Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of abrasion along the lead body. In particular approx. 26 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead over a relatively long service time. Diagnostic images clarifying this assumption were not available. Furthermore the conductor cables to the shock coils and to the ring electrode were found pulled out of the lead and the conductor cable to the rv shock coil was fractured. These findings most likely resulted from tensile forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 98 months, inappropriate therapies and high impedance were reported. The lead was explanted. The lead was not returned to biotronik. It has been retained by the hospital. No adverse patient side effects were reported.